Event description:
It was reported that the ultrasafe x100l pr clear ssl nvs stein experienced a damaged/broken plunger rod noted prior to use. The following information was provided by the initial reporter: the plunger broke and the medication spilled out onto her gloved hand.

Manufacturer narrative:
Investigation: unconfirmed, no sample received. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer and not correlate this symptom with a potential cause linked to bd process. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr clear ssl nvs stein experienced a damaged/broken plunger rod noted prior to use. The following information was provided by the initial reporter: the plunger broke and the medication spilled out onto her gloved hand.